Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the criteria for the right ventricular (rv) lead integrity alert were met, impedance on the rv pacing lead was beyond the expected upper range, and there was oversensing associated. Nonsustained episodes with ventricle-ventricle intervals less than 220 milliseconds on (B)(6) 2016. Lead failure predictor triggered on (B)(6) 2016 for lead impedance and ventricle sensing integrity counter (sic). Rv impedance has varied greatly between 437 and approximately 1000 ohms since (B)(6) 2014. Concomitant medical products: 507645 lead implanted (B)(6) 2003.

Event description:
It was reported that a lead integrity alert (lia) triggered. The right ventricular (rv) lead exhibited varying impedances and oversensing of atrial pacing with sensing integrity counter (sic) and non sustained ventricular tachycardia episodes. The lead sensitivity was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that there had been spike in impedance on the right ventricular (rv) lead to an above normal value and there was noise exhibited. It was noted that the rv lead had fractured. The lead broke apart during a laser extraction. The proximal portion of the lead was removed, while the distal portion remains in the patient. During laser extraction of the rv lead, there was insulation damage to the right atrial (ra) lead. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.